Event description:
The customer reported that high differential (diff) background values were recovered on a coulter lh 750 hematology analyzer during startup. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/10/2015. The fse replaced the random access module, which segments the diff and retic samples and processes samples for retic analysis, to resolve the reported issue. (B)(4).